Event description:
It was reported that this right ventricular (rv) lead had dislodged, the physician attempted to reposition the lead, but the helix could not be retracted and returned to its original position. The lead was explanted and a new lead with the same model was implanted. No additional adverse patient effects were reported.